Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire became stuck to the tip of the left ventricular (lv) lead. The lv lead and guidewire were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the guidewire was returned and analyzed. Analysis indicated that the guidewire was kinked/buckled. The stylet/guidewire was broken. The guidewire was unraveled. Visual analysis of the lead indicated damage during use. The analyst noted that the visual inspection results lead us to conclude that during the procedure guidewire kink was occurred. Kinked wire was obstructed by the lead conductor and could not remove the guidewire from lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire became stuck to the tip of the left ventricular (lv) lead. The lv lead and guidewire were replaced. No patient complications have been reported as a result of this event.